Event description:
It was reported that the basket on the ptd detached from the torque cable while the user was making a pass in the graft apex. The basket was successfully removed via use of a sheath/dilator used to push the basket into an opposing sheath. There were no patient complications.